Manufacturer narrative:
(B)(4). Correction: (catalog #) - changed from 12673-05 to 12673-03. Correction: device return status changed from returning to not returning. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the difficulties and patient effects appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, one sterile, unused proglide device with lot number 41212k2 was returned for evaluation. Functional testing was successfully performed on the sterile device. No manufacturing issues or abnormal observations were detected.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a left internal iliac artery aneurysm repair procedure. Reportedly, a cuff miss occurred. The device could not be removed from the patient. The device was rotated and the device snapped in half; the sheath and foot were stuck in the patient. A cut down was performed and the foot and sheath were removed. Manual compression was held at the left common femoral artery while an angiogram of the site was performed using a right common femoral artery access. A perforation was observed at the left common femoral artery. An 8 mm viabahn stent was placed and hemostasis was achieved. The left internal iliac artery aneurysm repair procedure was completed. Hemostasis was achieved at the right common femoral artery by applying manual arterial compression. There was a delay in the procedure due to the stent placement to achieve hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial and final medwatch reports filed, a sus voluntary event report (foi for manufacturers) was received containing the following information: "during a procedure in cath lab, a cardiologist deployed a proglide closure device manufactured by abbott vascular. When retrieving the device after deployment, the device failed, and a portion remained in the patient. The cardiologist was able to remove the broken portion of the device." No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.